Event description:
The customer reported that the jaws of the device would no longer open while on tissue during an esophagectomy. Resection of the tissue adjacent to the jaws was required to release the device from the patient. There was reported oozing and tissue damage. Another device was used to complete the procedure and there was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted